Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery ophthalmic a rtery with a max diameter of 4mm and a 4mm neck diameter. The landing zone was 4.3mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The pru level was 90. The angiographic result post procedure showed after the stent was replaced, it was successfully implanted and the blood vessels were unobstructed. It was reported that after the system was in place, in the straight section of mi, the microcatheter was withdrawn and the stent was deployed, opened about 10 mm, and waited for more than 2 minutes. The tip end failed to open and became rod-shaped. Tried to retrieve but there was obvious resistance at the ptfe sleeve at the tip end. The device was retrieved to the developing coil, deployed about 10mm again at the mi straight section, waited for more than 5 minutes, and it did not open. The pipeline was not positioned in a bend when it failed to open. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were additional steps/other device required to open the pipeline including wire/catheter. The system was withdrawn with the microcatheter from the body as a whole and opened in vitro. The tip end was rough and the distal end was waist-shaped. The stent was judged to be unsuitable for implantation. A new stent 5*20 was replaced and successfully implanted. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a cook sheath, navien 5f 115cm guide catheter, and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after replacing the stent the phenom catheter was used without problems.

Event description:
Additional information received reported that the stent retrieval mainly involved pushing the catheter forward. Under contrast observation, after the stent was completely entered into the catheter, there was obvious resistance at the ptfe sleeve at the tip end. After that, the system was withdrawn as a whole, the stent was pushed out of the body, and the new stent was successfully implanted using the same catheter. There was no damage observed to the pipeline or catheter. The catheter used in the event was a phenom 27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: n/a ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The phenom 27 micro catheter was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal and have resistance as no defect was found with returned pushwire. The phenom 27 micro catheter was not returned for analysis. Therefore, any contributing factors could not be assessed. The distal and proximal ends of braid were found to be fully opened and damage. However, the root cause for damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.